Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The customer stated that the reservoir compartment and drive support cap are damaged. Additionally, insulin squirts out during the fill tubing process. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated and the customer confirmed that the drive support cap appeared normal; however, the customer pushed the drive support cap back in. The insulin pump will not be returned for analysis since the device did not have a warranty.